Event description:
It was reported that during an unk procedure, when shooting the reload, it got stuck and didn't make a stapler line correctly. The surgery was delayed by an unk amount of time and completed successfully. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 3/4/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: please explain in detail what was the issue with the device. The surgeon explained that when he fired the device, the staple line did not reach the end, it was as if the device had gotten stuck. So, he changed the endo stapler and put on it another reload but it happened again, the reload couldn¿t be fired completely. So finally he changed the reload and it worked as expected. Did the device deliver any staples? Yes. If yes, were the staples formed properly? Only the initial part of the staple line. If yes, was the staple line complete? No it wasn¿t complete. Did the device cut? Yes. If yes, was the cut line complete? No. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No, he didn¿t mention it. Was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? Finally the could get the jaws opened. If yes, did the jaws eventually open? Yes. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) I do not have this information yet. What is the most current patient health status? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.